Manufacturer narrative:
After further review MFR#2916837-2021-00171 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there is a sip drip. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? N/a. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath & waste fluid. What is the source of leak/spill? Waste or non-waste line. Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under minimal pressure and was not spraying nor squirting nor pulsing nor oozing. Leak was just dripping, 1 drop every second.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there is a sip drip. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? N/a. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath & waste fluid. What is the source of leak/spill? Waste or non-waste line. Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under minimal pressure and was not spraying nor squirting nor pulsing nor oozing. Leak was just dripping, 1 drop every second.